Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The analysis of the customer photo revealed a crack along the side of the tube. Additionally, a total of 10 retained samples underwent functional tests, and all passed. Additionally, 30 retained samples were visually inspected for any defects, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, customer noticed cracked tube and replaced it with a new tube. No patient or user impact reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, customer noticed cracked tube and replaced it with a new tube. No patient or user impact reported.